Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/13/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received cut in two pieces and one haptic detached. This condition could be associated to the explant process. A lens quality issue was not reported. The customer did not specify why the lens was explanted. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: not provided, (B)(6) 2017 is being provided as a best estimate date. If implanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 10.0 diopter intraocular lens (iol) was explanted on (B)(6) 2017. Reportedly, a vitrectomy was performed. No additional information was provided.